Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead perforated the patient¿s heart. The lead had been in that position for some time. A computed tomography (CT) scan confirmed that the lead was beyond the heart border. Loss of capture was noted. On (B)(6) 2018, the lead was explanted and replaced. The patient¿s condition post procedure was good.